Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device is missing led segments on the bottom numeric display. The heart rate on the device is reading 20-30 lower than normal. The customer confirmed the discrepancy with a simulator. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During internal inspection, an open circuited diode segment on the system circuit board was found; however, no product performance issue was identified related to spo2 and pulse rate. A service history record review reveals that this lot was in the field for over four (4) years with no previous reported issues prior to this reported event.